Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3889-28, lot# va0rm3n, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
It was clarified that the ins(stimulator) was now bent, instead of flat.

Event description:
It was reported that the patient granddaughter slept in bed with patient and knee pushed manufacturer device and the patient stated ins(stimulator) was not bent, instead of flat. The patient reports stimulation in the wrong location following granddaughter pushing ins in bed. The patient feels stimulation in her hip. The patient met with hcp(healthcare provider) and hcp wants to replace and asked the patient to call to get a new ins device. The patient stated therapy was good, better than not having it. It was later reported that the patient would like to meet with representative. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.